Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that approximately after four months post port placement, the catheter was allegedly broken in two pieces and extravasation in the location of catheter. It was further reported that the port and the catheter have been replaced. There was no reported patient injury.

Event description:
It was reported that approximately four months post port placement, the catheter was allegedly broken in two pieces and extravasation was observed in the location of catheter. It was further reported that the port and the catheter have been replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one ti lp port with 6 fr s/l chronoflex catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for subcutaneous catheter break, more specifically, for a complete break due to pinch off, as there was a break near the port, between the 15cm and 16cm depth marks on the catheter. The break profile had an incline and a break surface with varying granularity. The fracture cross section has an elliptical shape with sharp edges and some of the printed 15cm depth mark had worn off. While definitive root cause could not be determined based upon available information, the observations found from the sample evaluation are consistent with characteristics of catheter pinch-off, which occurs due to compression of the catheter within the clavicle/first rib region. However, it is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications and contraindications) showed that the product labeling is adequate. IFU baw0735041, rev. 0 was reviewed. ¿pinch-off prevention: catheters placed percutaneously or through a cutdown, into the subclavian vein, should be inserted at the junction of the outer and middle thirds of the clavicle, lateral to the thoracic outlet. The catheter should not be inserted into the subclavian vein medially, because such placement can lead to compression of the catheter between the first rib and the clavicle, which can cause damage and even sever the catheter. A radiographic confirmation of catheter placement should be made to ensure that the catheter is not being pinched by the first rib and clavicle.¿ ¿signs of pinch-off clinical: ¿ difficulty with blood withdrawal ¿ resistance to infusion of fluids ¿ patient position changes required for infusion of fluids or blood withdrawal radiologic: ¿ grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows.¿ ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿